Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the d drive was almost full and the dsclientoltp was set to full. A technical support specialist dialed into the station and checked the d drive, confirming it was almost used up, then checked the dsclientoltp and found it was set to full. The package was deployed as per knowledge article 000012204, successfully returning the d drive to normal. The dsclientoltp was set to simple to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es detected error, fatal error has been occurred. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.